Manufacturer narrative:
The field complaint of melted power supply was not verified. The visual inspection revealed no damage to the outer plastic housing of the transmitter. Some damage was found on the housing of power supply. Upon opening the ac power adapter no burn damage was found. After opening the transmitter, no burn damage was found on the main pcb. The power supply was replaced and the unit was tested with a working power supply. The unit successfully powered on.

Event description:
It was reported that the transmitter cord plug had melted to the outlet during a fire. No patient consequences were reported. No additional information was available.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.